Event description:
The customer contact reported an independent rate change. In 07/2006 at 2330, the pump was programmed to deliver heparin 25000u/500ml at a rate of 12ml/hr and the delivery was started. No further programming parameters were provided. In 08/2006 at 0500, the nurse the pump was delivering at 80ml/hr. The heparin therapy was stopped and the physician was notified. At 0527, a partial thromboplatin time (ptt) was drawn from an unspecified IV catheter. The ptt results were greater than 300 seconds. The customer contact reported that the results of the ptt were being questioned due to the technique used by the nurse to obtain the sample. No repeat ptt was drawn. At 0930, the patient complained of dizziness. Orthostatic blood pressures were obtained and were 109/60mmhg lying, 97/59 mmhg sitting, and 96/59mmhg standing. A CT scan of the head was ordered and the results were reported as "no acute abnormalities." No medical interventions were required. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
This report represents all the information known by the reporter upon query by hospira personnel.